Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, around 3:00pm, the patient¿s cgm was reading around 93 mg/dl. The patient started vomiting, her feet were swollen and had some blisters on his feet. At this point, the patient tested her bg meter reading, which was around 680 mg/dl. The patient¿s spouse drove the patient to the emergency room. At the ER, the patient¿s cgm was reading 90 mg/dl and then 70 mg/dl while the patient¿s bg meter reading was around 600 mg/dl. The patient was treated with a ¿bag of insulin¿. After a few hours, the patient¿s bg meter reading decreased to 500 mg/dl. On (B)(6) 2025, the patient¿s bg meter reading decreased to 110-115 mg/dl. No comparison cgm values were reported. The patient was discharged home on (B)(6) 2025 (more than 24 hours). Once the patient got home, it was reported the patient¿s cgm readings were erratic, ranging from 40 mg/dl to 63 mg/dl while the bg meter was reading 100 mg/dl. On (B)(6) 2025, the patient¿s cgm was reading 70 mg/dl, then down to 69 mg/dl, and finally to 40 mg/dl while the bg meter was reading 461 mg/dl. No patient symptoms, treatment, or medical intervention was documented for the inaccuracy noted on (B)(6) 2025. The patient was feeling weak and still recovering at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The sensor was inserted into the arm on (B)(6) 2025.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm on (B)(6) 2024". H2 correction.